Event description:
It was reported that the patient presented to the clinic for a scheduled post-implant check. The physician found the incision site had not closed. The physician glued the incision site back together. No other actions have been taken at this time. The device remains in service. No additional adverse patient effects were reported.